Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the right artery. The non totally occluded target lesion contained >45 and <90 degree bend and was located in the mildly tortuous and moderately calcified left anterior descending artery (lad). A 3.00mmx15mm maverick balloon catheter was advanced to dilate the lesion. However, upon the first inflation, the balloon ruptured at 6 atmospheres after a duration of 3 seconds. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.